Event description:
It was reported that the patient was having difficulty in charging the ipg. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted ipg was disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from the date the manufacturer was made aware.